Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed tip was detached.

Event description:
Reportable based on device analysis completed on 11dec2023. It was reported that catheter issue occurred. The 90% stenosed, 8 x 3.00mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of the intravascular ultrasound catheter was kinked and damaged. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the tip was detached.